Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria for the following reasons; multiple cracks on back, crack on top right, foot missing, nurse call damaged, external battery connector damaged, loose handle. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the customer allegations were confirmed. Per customer request no repairs were made to the device. The device did not pass testing. A follow up report will be submitted when the final disposition of the device is determined.